Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the control body fluid damage, the remote control wire fluid damage, the ccd module fluid damage, the light guide cable for control body fluid damage, the remote control button perforated, the root brace rubber cracked, the bending rubber stretched, the insertion flexible tube (ift) crushed, the light guide cable cut, the lg prong top dirty, the insertion flexible tube (ift) perforated under and the root brace; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).